Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that they were unable to recharge. The patient woke up the day before and the stimulator was not working. The outcome was resolved without sequelae. The battery was overcharged. Interventions included recharging the device. The event resulted in an unscheduled clinic or office visit. The stimulator was recharged and working. The etiology as noted as related to the device or therapy and not related to the implant procedure. The patient forgot to recharge.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer's representative reported that a consumer experienced a error code 517 on their patient programmer one day post implant and then saw "---" on the bottom row of the programmer. A group impedance was run. It was also reported that stimulation was not working, the consumer was not feeling stimulation, and the patient only had one group. Even though the neurostimulator was on, an icon was present with a lightening bolt. Follow up determined, upon device interrogation, the clinician programmer displayed an error that invalid settings were detected and all settings were cleared. As a result, the implantable neurostimulator was reprogrammed. The consumer was reported to be doing well and the issue resolved. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.